Event description:
Repair statement customer stated problem: alarming or red light. Key: sieve bed gasket leaking. Additional malfunctions are the muffler and 4-way valve are contaminated, the pilot valve is leaking, and the tie wraps and clamps were installed.